Event description:
Multiple complaints from nursing staff of bd intravascular catheters splintering or splitting. Upon single attempt, the plastic sheath of catheter splinters when needle is re-introduced. On initial insertion, there have been complaints of needle not cannulating the skin/ vein easily and resistance is met. IV infiltrates appear to be trending up. Below is some of the descriptions that have been shared: the catheter is hard to cannulate the skin "almost as the skin is tough and I know it is not". "I meet resistance if I need to reintroduce the needle into the catheter". "It doesn't seem to thread right". "It doesn't feel right when I puncture the skin". "When I pull it out the catheter is splintered or torn" (after IV attempt was unsuccessful).